Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. This is the first reported case of thrombophlebitis post miradry treatment. Clinical data does not indicate it is related or unrelated to the miradry treatment.

Event description:
Clinic reported a patient who had 2 episodes of thrombophlebitis (blood clot in vein causes inflammation and pain) in right upper arm from axilla to elbow 5.6 months post miradry treatment. Patient initially experienced pain immediately after treatment for about a month with some swelling in the arms. It improved until a vein with swelling appeared in right arm. Antibiotics were prescribed. Within 5.6 months post-treatment, the symptoms resolved.